Event description:
It was reported that occlusion alarms occurred. This did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer continued to use the pump for insulin therapy.